Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose levels reaching 40 mg/dl. Reportedly, the cause for low bg levels was due to the pump settings needing to be adjusted. Customer addressed low bg levels with candy, juice, glucose tablets, and suspended insulin delivery. Reportedly, the customer will reach out to their health care professional to discuss pump setting adjustments.